Event description:
Facility reported that there was an internal blood leak during treatment. The lines were thrown away and new ones were used to finish treatment. Estimated blood loss is 250cc. No medical intervention. Sample is available for examination.

Event description:
Facility reported that there was in internal blood leak during treatment. The lines were thrown away and new ones were used to finish treatment. Estimated blood loss is 250cc. No medical intervention. Sample is available for examination.